Event description:
Pt to have a thoracentesis in outpt dept. Used an allegiance kit and the catheter broke off inside the pt. Did a stat cxr and lateral cxr followed with CT of chest. Another physcian was consulted and pt went to surgery to have particle removed.